Event description:
It was reported that the subject device exhibited a no image and keyboard not response, the issue occurred during inspection for use before patient room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Updated fields: d8, g3, g6, d8, h2, h3, h4, h6, h11 corrected fields: b5 - describe event or problem, d4 - unique device identifier (UDI) #1 and e1 - address 1 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the power supply unit failed, resulting in no video output and no keyboard response. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image and keyboard not response.